Manufacturer narrative:
E1-no. (B)(6). The device was returned to olympus for inspection and the reported failure of flickering screen was confirmed and was caused by a faulty printed circuit board. The image became distorted. The investigation was unable to determine what caused the circuit board to fail. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor had a flickering screen during maintenance. There were no reports of patient involvement.